Event description:
Procedure type: unknown. According to the reporter: the clear trocar bent, white clip broke and was recovered from the sterile field. Nothing fell into the pt's cavity. Delay time in operating room was reported 30 mins. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).